Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was not duplicated, however a force sensor test and travel coarse error were confirmed. The cause of the reported issue was due to liquid ingression into the plunger. As a result, the force sensor, clutches, worm coupling, and stepper motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a positive supply background test (B)(6). There was no patient involvement.